Event description:
At the end of a procedure, in which a patient had a liver tumor ablated with the rita system, the physician had difficulties retracting the hooks aways of the electrosurgical device into the trocar. When the device was removed, trocar of the device had been cut open. Although no injury to the patient occurred, the damaged trocar could have caused substantial bleeding.